Event description:
Suture is absorbing too quickly for adequate wound healing allowing for wound dehiscence. This has occurred with two other pt's as well, but exact dates and pt info is unk. It was also noted that the suture breaks frequently during application. This problem has been observed over a period of 1.5 months.